Event description:
A male underwent initial aaa repair in 2004. One flex main body and two iliac leg grafts were placed. Due to a distal type I endoleak that developed, the physician placed an additional iliac leg graft in 2008, to extend the seal into the external right common iliac. This successfully resolved the endoleak. Pt is well.

Manufacturer narrative:
Eval: still under investigation.